Manufacturer narrative:
The provided qc data gave no indication of a performance issue with the reagent or the instrument. The investigation is currently ongoing. (B)(6).

Event description:
The initial reporter complained of an ongoing issue with questionable high elecsys troponin t hs assay results from a cobas 8000 e 801 module. The initial reporter provided a questionable tnt hs result for 1 patient. The initial tnt hs result from sample a was 535 ng/l. The initial result was reported outside of the laboratory. On (B)(6) 2019 sample a was retested twice with results of 11.3 pg/ml and 10.3 pg/ml. A new sample, sample b, was collected on an unspecified date and had a tnt hs result of 8.9 ng/l. The tnt hs reagent lot was 419260 with an expiration date of 30-nov-2020.

Manufacturer narrative:
Section d suspect medical device and applicable fields of section g were updated. The e801 module serial numbers were (B)(4), (B)(4)and (B)(4). . Reagent lot 419260 expires on ((B)(6)2020. The expiration date for reagent lot 436777 was not provided. This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.